Event description:
A pharmacist called in for the customer and reported that because the customer couldn't test with the meter, she bottomed out and the paramedics were called. The pharmacist didn't know why the customer couldn't test with the meter. They were also unable to provide us with information with regards to the medical incident. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The meter powered on with button depression and with insertion of strips. Did not observe unknown/unspecified quality issue. The complaint was not confirmed and no new issues were observed.